Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module; replaced the sampling assembly; performed adjustments; replaced a solenoid valve; cleaned the vacuum paths and tank; verified the valves and vacuum level; and performed precision checks, qc, and operation runs with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine jaffé gen. 2 results from two patient samples tested on the cobas 8000 cobas c 502 module one example of discrepant results was provided: the initial result was 50. The repeat result was 80. The unit of measurement was not provided. The questionable result was not reported outside the laboratory.